Event description:
Customer reported an erroneous high access total t4 (thyroxine) test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Customer indicated that this issue had been experienced previously, however data was provided for only one pt. Customer did not provide info regarding sample collection and processing, or instrument quality control or performance. Customer declined offer for service to evaluate the instrument. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable event.